Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump did not received a low battery alert prior to the replace battery now alarm. Customer's blood glucose value was unknown. The customer reported that this the second occurrence of replace battery alert without the low battery alert. The customer stated that the battery cap was not loose, cracked or damaged. The customer was advised that they may continue to wear insulin pump until replacement arrive. The device will not be returned for analysis.